Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 14 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated was in the 1st diagonal branch (d1) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.